Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00247. It was reported the patient begin to experience ineffective stimulation therapy from her scs system some time during the past year. Reprogramming of the patient's scs system did not restore effective stimulation. X-rays taken indicated migration of one of the leads. Subsequently, the patient underwent a lead explant and replacement. The patient's scs system was programmed following the procedure and the patient reported receiving adequate stimulation therapy.